Manufacturer narrative:
The insulin pump was received with broken reservoir tube lip and reservoir does not stay locked in place. The device had missing o-ring in the reservoir compartment, minor scratches on the lcd window, and cracked battery tube threads. (B)(4).

Event description:
Customer's mother reported via phone call, the reservoir compartment was a little damage and she didn't want to replace the device. Customer's mother was advised we recommend the device to be replaced. Customer's blood glucose was 117 mg/dl. Customer's mother agreed to send the insulin pump for analysis.